Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance has been >150 ohms since mid-april. Thoracic impedance measurements decreased dramatically around the same time that shock impedance increased. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.